Manufacturer narrative:
One hotline® low flow system was returned for analysis. Visual inspection revealed that the front cover was cracked; confirming complaint. Based on the evidence, the root cause was found to be from impact to the corner of the cover.

Event description:
Information was received indicating that the front cover to a smiths medical level 1® hotline® low flow system was reported to be cracked. There were no reported adverse effects.